Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead in segments was returned, analyzed and the outer insulation was breached from metal ion oxidation. It was noted that the outer insulation had cosmetic metal ion oxidation and the distal conductor had blood (not obstructed). Product: v343 competitor implantable cardioverter defibrillator (B)(6) 2005; 4592 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
The right atrial (ra) lead and left ventricular (lv) lead were returned to the manufacturer with no reason for explant. The ra and lv leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.